Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): on april 21, the patient reported having charged for the first time since implant, approximately three weeks ago. The insr appeared to be working fine and the ins reached 50% charged. Two weeks later, the patient tried to charge and got eight bars but only after a few minutes. All bars disappeared and the patient tried for two to three hours to connect and obtain coupling. This was unsuccessful and therapy stopped. The patient reported the ¿low ins (implantable neurostimulator) battery¿ screen on the patient programmer, and ¿reposition antenna¿ on the implantable neurostimulator recharger (insr). The patient had not felt stimulation since (B)(6) 2016 and was noted to be a sudden change in therapy. The patient tried to turn on stimulation on monday, (B)(6) 2016, but it would not turn on. On (B)(6) the patient tried to connect to the insr and the ¿low ins battery¿ screen on the patient programmer appeared. On april 21, 2016, the patient reported recharging difficulty/being unable to recharge. It was reported that prior to the recharging issues, the system was working fine, noting that the antenna cord did not look damaged. The patient programmer showed to charge the ins, along with the clinician programmer indicated that the ins was depleted and needed to be charged. The manufacturer representative (rep) opened a brand new insr and was able to obtain eight coupling bars when charging the ins. However, after several minutes, the bars disappeared, but the caller was able to get four bars and then eight bars. They were going to attempt to charge with the patient¿s insr to try and obtain coupling. After meeting with the patient, the reported that this was recharging teaching and everything was ok. It was later reported on may 2, 2016 that the patient only gets a couple coupling boxes and then they go away. This has been an issue since implant. The patient noted when he had met with the rep about a month ago, they were able to get eight coupling boxes, but they patient usually can¿t. A new recharge antenna was being sent to the patient. Indication for use included failed back surgery syndrome, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.